Manufacturer narrative:
Investigation results: fiberoptics investigation shows that the objective was broken due to strong shock/mishandling. Mechanical deformation was observed at distal end.

Event description:
The hosp reported that during the saphenous vein harvesting procedure, the distal lens was cracked on the endoscope. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.